Event description:
Reporter indicated a vns therapy patient experienced a "recent onset of gagging and choking." The physician reviewed x-rays, which "showed no evidence of a lead fracture or disruption." However, the physician is planning have the patient's lead replaced due to "possible short in wire that is causing neck discomfort even when vns is no low power," and the generator because "it is 6 years old." A battery life calculation revealed the patient's generator was found to be 0.42 years until the elective replacement indicator read "yes." Good faith attempts to obtain additional information have been unsuccessful to date.